Event description:
The hcp reports that the titanium/irridium tip of the catheter dislodged in the intrathecal space. Another catheter was used. The tip of the catheter dislodged also, but the surgeon implanted it without the tip. The patient is still recovering.